Event description:
Device 1 of 2. Please see MFR report # 1627487-2010-01952 for device 2. On (B)(6) 2007, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient had invalid impedance on two contacts and was unable to feel the stimulation. On (B)(6) 2010, the doctor replaced the patient's system.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and compression damage was observed as well as fluid intrusion. The lead was subjected to functional testing and failed both continuity and resistivity testing. Conclusion: the cause of the reported complaint was confirmed. The lead failed all functional testing performed. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.